Event description:
Customer reported the insulin pump alarmed rf pic failed selftest. Alarm has occurred eight times. Customer does not recall blood glucose level. Alarm did not occur during rewind or prime sequence. Customer was advised to disconnect and remove reservoir from the device. Customer was advised the device needed to be replaced. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, broken belt clip slot and cracked reservoir tube lip. The insulin pump unit passed self-test. No a64 alarm.